Manufacturer narrative:
Date sent to the FDA: 10/12/2020. Additional h-3 summary: one unopened sample of product code w6977m, lot # plz737 was received for analysis. During the visual inspection of the sample, a portion of the primary packet (msda folder) was noted in the overwrap seal area, resulting in an open seal and the sterile barrier was compromised. The open seal defect has been correlated to the manufacturing process; an investigation has been initiated to address the potential root cause of the issue. The following information was requested, but unavailable: procedure name and date? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). The manufacturing record evaluation was performed and identified a non-conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have a photo of the unsealed package? Device return status/follow up? Procedure name and date?

Event description:
It was reported that before unknown surgery on unknown date, the suture primary package was found unsealed. One end of the package was not sealed. It was changed to another one to complete the surgery. There are no patient consequences reported. Additional information has been requested.